Event description:
The customer reported that the monitors blacked out in the middle of the exam. All lights were on the c-arm gantry were on and the lcd was blank.

Manufacturer narrative:
(B)(4). The ge service rep spoke to the customer regarding the fault. The switch was operating as intended. The customer will let me know if it reoccurs.